Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. A close visual inspection showed the clip jaws were properly processed. The clip opened and closed outside of the endoscope however opening was found to be sluggish. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Once in the endoscope, the clip would not open without moving the device back and forth. The clip closed and successfully deployed on simulated tissue with a minimal amount of force at the user handle. Once deployed, the interior of the clip housing and hook of the drive wire were examined under magnification and no defects were observed that may have contributed to the observation by the user. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Five sealed devices from the lot number said to be involved were also included in the return. These devices were returned in a sealed pouch. Each device was examined under high magnification and each device showed the presence of the clip jaws on both sides were properly processed. Each device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip was successfully opened and closed by applying an expected amount of force to the handle spool. Each clip was then successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore all devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. All returned sealed products functioned as intended. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clips is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip would not release from the catheter after enclosing onto the lesion and could not be reopened for removal. They were able to pull it off of the clipping site in the closed position. Another clip was used to complete the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.